Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemicolectomy, when the handle was fired by loading the staple cartridge, after the staple cartridge was normally fired at a distance of 15 mm, the firing grip could not continue to fire. They replaced with another handle to complete the case. There was no patient injury.